Event description:
It was reported that during a mica surgery the tip of the driver broke off. The device did not break inside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, 3.5 mm beveled ft driver, ar-8741-40, serial/batch number (B)(6), was received for investigation. Visual inspection noted that the tip of the driver was broken, and the threads were warped/twisted. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces.

Event description:
Updated case 02-jul-2024 (B)(6). It was reported that during a mis surgery the tip of the driver broke off. The device did break inside the patient but all parts could be retrieved. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.